Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth and epithelial basement membrane dystrophy (ebmd) on right eye at the same day of treatment. A brief description was provided that a bandage contacts lens was placed on the right eye. The patient¿s chief complaint was discomfort and blurry vision on right eye. Through follow up it was indicated that the symptoms have been resolved, a secondary surgical procedure was needed. Patient shows no loss of best corrected visual acuity (bcva) post debridement bcva from (B)(6) 2015: right eye pre-op 20/25 -6.25x -1.00 x 173, left eye pre-op 20/25 -6.00 x -1.25 x 2.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.